Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated when he was in drain 2, he pressed stop on the cycler and disconnected to use the restroom and when he came back, he connected to the second connector. The pd patient stated he was able to drain out and then he started to notice fluid dripping down from the cassette door. Patient stated that he then bypassed to the end of treatment and when he removed the cassette, he did not see any punctures or holes. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn the sample had been discarded and was no longer available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated when he was in drain 2, he pressed stop on the cycler and disconnected to use the restroom and when he came back, he connected to the second connector. The pd patient stated he was able to drain out and then he started to notice fluid dripping down from the cassette door. Patient stated that he then bypassed to the end of treatment and when he removed the cassette, he did not see any punctures or holes. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn the sample had been discarded and was no longer available for evaluation.